Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that he found the real time clock chip hanging out of the socket. The chip was reseated it and now vent passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.